Event description:
It was reported that a detached sensor wire/needle occurred. The sensor was inserted into the abdomen. The reporter stated that the sensor wire or needle was stuck in the patient´s skin. It is unknown which component was retained. The patient had to undergo surgical intervention to remove the sensor wire/needle from the skin. As this is a social media post, there was no contact information to obtain additional detail about the event. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).